Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Unit passed self-test. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump had button error and keypad anomaly. The customer¿s blood glucose level was unknown. The customer was treated with insulin pen. The customer reported that the buttons sometimes don't respond and had to remove the battery so the buttons start working again. It was also reported that they also received motor error and button error. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is february 6, 2019.